Event description:
Health care professional reported that approx 156 mos post-implant, the valve was explanted due to excessive pannus ingrowth in the left ventricular outflow tract. Echo prior to explant showed the disc in the open position. The valve was not returned for analysis and the md requestes no add'l follow up at this time.